Event description:
The manufacturer received information alleging a ventilator was shutting off during use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issues.